Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 600 mg/dl. The customer complained of a stomach ache and ketones. He was treated with 10 units of insulin and given fluids; his blood glucose levels stabilized, and he was then released. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime and no leak was noted. The device also passed the high pressure test. Advised customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.